Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that patient faced infusion set cannula bent event on (B)(6) 2026. The event occurred within few hours of insertion. The insertion site was abdomen. The infusion set was in use for one day. The blood glucose level was high and the patient was treated with pump. The blood glucose level was 300 mg/dl. The patient replaced infusion sets and resumed insulin successfully. No further information available.